Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification during the load process for the last 3 cartridges that they have tried. While troubleshooting with tandem technical support, the customer filled a cartridge with 280 units of insulin and received another minimum fill alert. This issue was verified in the customer's t:connect data. There was no impact to the customer's blood glucose level. Customer will use manual insulin injections as backup therapy until replacement pump is received.